Event description:
Plaintiff alleges the development of a type I latex allergy after exposure to latex gloves. Plaintiff alleges that as a direct and proximate result, plaintiff has suffered severe pain and suffering, expenses for medical care and treatment, and wage loss and loss of earning capacity. In addition, plaintiff alleges that sensitization to latex has caused restrictions in life as to where plaintiff can go and what can be done, and plaintiff has suffered mental strain, emotional stress and the loss of enjoyment of life.